Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one autosonix* ultra shears* 5mm instrument opened by the account. Visual examination of the instrument noted no abnormalities. Functional evaluation found the instrument jaws to operate properly upon actuation of the handle and pass a grasping test. In addition, the instrument was energized at full power for one minute and applied to test media; the test media was cut with no difficulty. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Living donor nephrectomy procedure, the jaws were not aligned well. Another device was used to continue. No patient harm.